Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2018. According to the complainant, during preparation, the handle was unable to be turned. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Problem code 1069 for the reportable issue of handle broken. Investigation results: received one speedband superview super 7 device. No visual defects were noted in the handle or any other section of the returned product, the device is noted to be under good condition without any evidence of damages. The suture loop was not returned for evaluation. A functional evaluation was performed by rotating the handle knob at 180 degrees of rotation without any resistance, an audible click was heard and indents were felt. Based on the evaluation of the returned device, the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. Therefore, it was concluded that the investigation conclusion code of this event is "no problem detected" since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2018. According to the complainant, during preparation, the handle was unable to be turned. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.